Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, immediate implantation, pain. After the scan, 2 weeks later, while trimming the abutment, patient suddenly felt pain - implant was loose. The other 7 implants are ok.